Manufacturer narrative:
Additional manufacturer narrative: stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this edwards received information that this 29mm mitral surgical valve had a transcatheter valve implanted (valve-in-valve) after an unknown implant duration. The reason for re-operation was due to degeneration leading to leaflet hypomobility. A transcatheter valve was implanted with no reported complications. The patient is listed as hospitalized in stable condition.